Event description:
Patient underwent cardiac catheterization and became unstable in catheterization lab, and was moved to operating room for emergent CABG, coronary artery bypass graft. Guidewires were left in coronary arteries at the time of catheterization to keep them patent. Surgeon removed these wires prior to going on bypass. Upon opening the diagonal, there was a small fragment of wire that had broken off and was remaining. Piece of wire removed and sent to pathology.